Manufacturer narrative:
A device history review was performed for the complaint device. Device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd sumter site in june 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. No qns were issued.

Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. Based on the evaluation of the samples, bd observed discoloration of the np (non-patient) sleeves. Bd reviewed specific areas in the manufacturing process where the cause of the indicated failure mode could have originated conclusion: based on the investigation, the potential root cause for the was determined to be insufficient mica-resin ratio of the np (non-patient) shield component. The mica allows the laser to write on the np shields, absorbing the laser. Bd has initiated a CAPA #(B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the device, bd vacutainer® multiple sample luer adapter, had staining/foreign substance on back end needle sleeve prior to use. No medical intervention or injury needed.